Event description:
The instrument was damaged during insertion. Fragments remained in the interbody space. Surgery time was extended by approx forty-five minutes to locate and remove the pieces. There was no adverse consequence to pt as a result of this situation. As a significant delay occurred, an MDR is being filed.